Event description:
It was reported that during use with bd phoenix¿ ap contamination was detected due to ast results in patient panels. These panel results were not released and were repeated with no issue. The following information was provided by the initial reporter:it was reported by the customer that there is a contamination issue.1. Were any erroneous results reported to the doctors? No, panels were repeated prior to release of results. Repeat results were within expectations with no further issue. 2. If yes, were any patients treated based on erroneous results? N/a.3. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a. Dispense tubing set recently changed? Changed on 2/1, 2/5, and 2/8. Phoenix ap ID broth bag recently changed? Changed on 2/1, 2/5, and 2/8. Ap ast indicator recently replaced? Changed on 2/1, 2/5, and 2/8. Tips recently replaced? Replaced on 2/5. Has the waste tip bin been replaced recently and is it discarded? Replaced on same dates of "cleanings" and old ones thrown out. Has the liquid waste container been recently replaced and is it discarded? Due to bd backorder container are being cleaned with .5% bleach solution and reused. How was the contamination detected? Increased resistance in ast results for multiple isolates. Organisms have not been identified as purity plates are streaked prior to processing through the ap. The resulting purity plates have no contamination.(B)(6): (B)(6) 2022 - 18:20:20 (gmt). Date(s) of contamination event: 1/24/2022 thru today 2/8/2022instrument serial #: (B)(4). Ap software version: ver 4.1.10. Lot # of ap tips: 21360442. Lot# of phoenix ap ID broth: 1273561. Lot # of dispense tubing set: 3962434. Lot# of phoenix ID broth: 1293295. Lot # of phoenix ast broth: 1244365(8ml) and 1273628(4.5ml). Lot of ap ast indicator: 1235065. No recent service calls. No recent system alerts.(B)(6): (B)(6) 2022 - 17:23:00 (gmt). Customer problem: customer alleges a contamination issue with the instrument and is requesting dispatch. There are no errors on the instrument. (B)(6): (B)(6) 2022 - 17:08:28 (gmt). Contamination issue.

Manufacturer narrative:
OEM manufacturing site: in this MDR, bd ds headquarters in (B)(4), has been listed is an OEM manufacturing site. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: this memo serves to summarize findings on your recent complaint 4443852 on the instrument 448010 (phoenix ap), serial number ap0560 where it was reported that the instrument had contamination. Per the customer the instrument was decontaminated, then the issue resolved. No further information was provided on the specific results; therefore, the complaint is not confirmed. The ap instrument does not have a service history of these issues at time of this event. However, bd will continue to monitor for complaint trending. The review of the device history record was complete and no issue was seen.

Event description:
It was reported that during use with bd phoenix¿ ap contamination was detected due to ast results in patient panels. These panel results were not released and were repeated with no issue. The following information was provided by the initial reporter: it was reported by the customer that there is a contamination issue. Were any erroneous results reported to the doctors? No, panels were repeated prior to release of results. Repeat results were within expectations with no further issue. If yes, were any patients treated based on erroneous results? N/a. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a. Dispense tubing set recently changed? Changed on 2/1, 2/5, and 2/8 phoenix ap ID broth bag recently changed? Changed on 2/1, 2/5, and 2/8 ap ast indicator recently replaced? Changed on 2/1, 2/5, and 2/8 tips recently replaced? Replaced on 2/5 has the waste tip bin been replaced recently and is it discarded? Replaced on same dates of "cleanings" and old ones thrown out has the liquid waste container been recently replaced and is it discarded? Due to bd backorder container are being cleaned with .5% bleach solution and reused. How was the contamination detected? Increased resistance in ast results for multiple isolates. Organisms have not been identified as purity plates are streaked prior to processing through the ap. The resulting purity plates have no contamination. (B)(6): (B)(6) 2022 18:20:20 (gmt) date(s) of contamination event: (B)(6) 2022 thru today (B)(6) 2022 instrument serial #: (B)(6) ap software version: ver 4.1.10 lot # of ap tips: 21360442 lot# of phoenix ap ID broth: 1273561 lot # of dispense tubing set: 3962434 lot# of phoenix ID broth: 1293295 lot # of phoenix ast broth: 1244365 (8ml) and 1273628 (4.5ml) lot of ap ast indicator: 1235065 no recent service calls. No recent system alerts. (B)(6): (B)(6) 2022 17:23:00 (gmt) customer problem: customer alleges a contamination issue with the instrument and is requesting dispatch. There are no errors on the instrument. (B)(6): (B)(6) 2022 17:08:28 (gmt) contamination issue.